Event description:
The hospital reported that during preparation for a coronay artery bypass graft sergery, the first heartstring seal cracked while loading the seal into the delivery tube. Second seal was used but it did not deploy out of the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.